Event description:
Complainant alleged that during the incoming inspection of the product, the device displayed message code "defib fault 72". The complainant indicated that there was no pt involvement in the reported failure.